Manufacturer narrative:
Device passed the displacement, self test and passed the dat test at 0.08720 inches noted. No missing segment/partial display, no blank display and no back light anomaly during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was had black screen. The customer¿s blood glucose level was over 300 mg/dl at the time of the incident. The customer stated that blank screen did not disappears. The insulin pump will be returned for analysis.